Manufacturer narrative:
Regarding this event, olympus medical systems corp. (Omsc) submitted the initial MDR (# 8010047-2017-01440), but omsc could not confirm the FDA received it. Then, omsc submitted this MFR report on another system. After that, omsc confirmed the acknowledgement that the FDA received the MDR(# 8010047-2017-01440) submitted first. Therefore, omsc retracted this MFR report.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent this device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microbe was detected from samples taken from the instrument channel, suction channel, air/water channel and auxiliary water channel of this device. Therefore, it cleared the french guideline. Also, omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in the routine microbiological test by the user facility, the microbes( >25cfu/100ml) were detected from samples taken from the all channels of the subject device which was reprocessed using a non-olympus automated endoscope reprocessor model soluscope serie4. The type of microbes are unknown. The user facility reported that this device was reprocessed according to the instruction manual. There was no report of infection associated with this report.